Event description:
It was reported the patient had difficulty with movement the day of this report. The patient was going to get a battery for the patient programmer and check the implantable neurostimulator (ins) to see if therapy was on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-08286.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0327094v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-33, lot# j0340486v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).